Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use at the time of the reported event. The customer noticed the issue between patients, and the next patient was treated in a different room. The philips field service engineer (fse) inspected the system on-site and confirmed that the system was unable to generate x-rays. Upon troubleshooting, the fse checked error log files and x-ray tube data. To resolve the issue, x-ray tube adaptation and generator calibration were performed. After x-ray tube adaptation and generator calibration, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence; therefore, the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, leading to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the product user must institute a user routine checks program. The product user shall ensure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed not to use the product for any application until the user is sure that their routine checks have been satisfactorily completed. Therefore, as the device was out of use at the time the issue was identified, the user would identify this issue prior to use, and the issue happened due to improper maintenance. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not able to make x-ray and given warning messages on the screen x-ray not possible. System was in clinical use at the time of event. No harm was reported to philips. Philips has started an investigation of this complaint.